Event description:
This complaint was opened upon receiving additional information during follow-up regarding an unrelated event. Baxter product surveillance (bps) contacted the care giver on (B)(6) 2011. She reported that she had had a check lines and bags alarm 2 months prior in which she found air in the lines and had to start over with new supplies. She did not notice anything unusual about her supplies that may have caused the issue. She had notified her nurse. There was patient involvement, but no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.